Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing and the reported issue has been confirmed. The test strips were found to be mis-cut and stuck together. Complaints relating to the reported product were evaluated. It was concluded that the number of complaints for the product did not breach thresholds indicative of a systemic issue. On (B)(6) 2018, the reporter contacted lifescan (B)(4), alleging that the one touch verio test strips had strip cut issues and were sticking together. This complaint was initially ruled out because there was no indication to reasonably suggest that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.